Event description:
Customer performed a blood glucose test and received a result of 300mg/dl. Five minutes later they took another reading and received a result of 270mg/dl. Customer dosed with 40 extra units of insulin. Customer's spouse took customer to the hospital where customer was given an IV drip. Controls were expired. A request was made for the return of the suspect device and replacement was sent.